Event description:
The pump was returned for investigation. Evaluation revealed a cracked battery compartment. This report is made based on results of investigation completed on (B)(6) 2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/29/2015 with the following findings: evaluation revealed that the paint is chipped and worn in all areas of the pump case. A returned battery cap used to perform investigation. The battery compartment is cracked at the battery compartment threads above the bumper and below the bumper at the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).